Event description:
It was reported that during surgery, the cement was injected into the distal femoral canal after mixing for 40 seconds. However, it set approximately within 3 minutes. Therefore, the surgeon stopped injecting the cement. Since no other cement was available at this hospital, another was delivered from a nearby hospital taking about 1 hour. There was no problem with patient's blood pressure and pulse. Total blood loss was 600ml. The cement had been stored at the hospital at 25c for 1 month then stored in a refrigerator 1 day prior to the surgery and it was taken out 20 minutes prior to the surgery. The operating room temperature was at 20c. No antibiotic was mixed with the cement.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B)(4). An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.